Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device had vibration, the nose tube was damaged (flared out on the end), and the color ring was faded and missing. The device was taken apart and it was observed that the bearings were worn out, causing the vibration, which was due to normal wear over time. It was further observed that the color ring was faded and missing, which was also due to normal wear over time. It was determined that the flared nose tube was the type of damage which was indicative of excessive side loading, causing the cutter to flex and to come in contact with the nose tube. It was determined that the issue was not due to normal wear and servicing but was caused by user error. The assignable root causes were determined to be due to normal wear out from use and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.